Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient observed that they inserted cannula without removing needle guard. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006743 have already been previously tested in the complaint (B)(4) on 20-mar- 2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6006743 was manufactured according to the work instruction (wi) version 112 manufactured in the line 3, on 27/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code insertion without removing needle guard and lot 6006743 and another no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.